Event description:
Dexcom g7 15-day sensor failed after being used for only 7 days. Dexcom advertises this product as working for 15 days. The error code I received said "brief sensor error" for an extended period of time, which made the sensor useless. This was a major safety concern, as I depend on my sensors operating according as they are advertised for me to know my glucose values. This is a chronic problem with dexcom's 15-day sensors. Every sensor I have received from dexcom has had the same issue. I have not had a single sensor that operates as dexcom advertises.